Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2011, the patient presented with chest pressure associated with shortness of breath and positive results of stress test. In (B)(6) 2013, the patient presented with recurrent angina.

Event description:
Same case as MDR ID# 2134265-2013-05856. (B)(4). It was reported that post percutaneous coronary intervention, patient had coronary artery disease and target vessel revascularization occurred. In (B)(6) 2011, patient presented with silent ischemia and was referred for cardiac catheterization. The 95% stenosed target lesion was located in the mid left anterior descending artery (lad) with 14 mm long and a reference vessel diameter of 2.5 mm. Target lesion was treated with pre dilatation and placement of a 2.50 x 16 mm taxus liberte stent resulting in 0% residual stenosis. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient had coronary artery stenosis and a 2.50 x 20 mm promus element plus, was deployed in mid left anterior descending artery. In (B)(6) 2013, patient presented with coronary artery disease and was hospitalized on the same day and tvr was performed. The 70% stenosis located in proximal lad was treated using 3.00 x 12 mm promus element plus. Following post dilatation, residual stenosis was noted to be 0%. On the following day, the event is considered as resolved without residual effects and the subject was discharged on the same day on aspirin and prasugrel.